Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient spouse that they were concerned about the patient cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient has been experienced a motion in the stomach described as a jumping the last couple of days possibly cause by the left ventricular (lv) lead. It was also noted that when the patient stands up and starts to move around their heart rate drops between forty-five and fifty-five beats per minute. The patient spouse noted that the device was set between seventy-nine and eight beats per minute for the heart rate. The patients heart rate would then return between sixty-nine and seventy beats per minute. The patient spouse reported that the last four to five days when the patient walks around and exercise their heart rate drops and it last for about one to six seconds. The device and lead remain in use. No further patient complications have been reported as a result of this event.